Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that there was a loop that occurred just below the anchor site on leads. The patient underwent a revision procedure wherein the physician fixed the leads and made the loop smaller, and the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43190, model: sc-4319, batch: 27529684. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that there was a loop that occurred just below the anchor site on leads. The patient underwent a revision procedure wherein the physician fixed the leads and made the loop smaller, and the ipg was replaced. The patient was doing well postoperatively. Additional information was received that the ipg was not replaced but remained implanted.